Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The physician decided to only treat the proximal de novo stenosis in the proximal lad to left main with a 3.0 x 28mm rx xience xpedition stent, resulting in 20% stenosis, with the bare metal stent restenosis left untreated. During each attempt to cross resistance was felt and force was applied. During each withdrawal, resistance was felt against the guiding catheter and force was applied. The final patient outcome was good and there were no adverse patient effects. There was no occurrence of a clinically significant delay. No additional information was provided. Concomitant products: guide catheter: 5 french guiding catheter, stent: avant garde. (B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with slight in-stent restenosis of the proximal section of a non-abbott bare metal stent that had been implanted in the mid left anterior descending (lad) coronary artery at an unspecified date. Heavily calcified, de novo stenosis (90%) of the mildly tortuous proximal lad to left main vessel was also noted. After performing pre-dilatation via inflation to 20 atmospheres (atm) with a non-abbott balloon dilatation catheter (bdc), a 3.5x 38mm rx xience xpedition stent delivery system (sds) was advanced toward the lad to treat both the in-stent restenosis and the de novo lesion areas, however, the sds was unable to cross the lesion due to slight resistance felt against the 5f guiding catheter and due to heavy tortuosity in the aorta, resulting in a kinked proximal shaft. The device was withdrawn from the anatomy and the target lesion was, again, pre-dilated with the non-abbott bdc via inflation to 20 atm. The same 3.5x38mm rx xience xpedition sds failed to cross again, for the same reason, resulting in a kinked proximal shaft again. The sds was withdrawn from the anatomy and the target lesion was pre-dilated with the non-abbott bdc via inflation to 20 atm. Another attempt was made to cross the lesion with the same 3.5x38mm rx xience xpedition sds, but it failed to cross again for the same reason, resulting in a kinked proximal shaft then a proximal shaft separation, with the separation site outside of patient anatomy. The separated portion of the sds was easily withdrawn from the anatomy; nothing remained in patient.